Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that this right atrial lead was unable to be successfully implanted due to an unknown product performance issue. This lead was successfully replaced prior pocket closure. No adverse patient effects were reported.